Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: front panel lights blinking a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to turret 2u wheel plate out of alignment giving error e200 and front panel lights blinking. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source had e200 error (scope communication error). The event occurred during inspection for use. There were no reports of patient harm.